Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after hea had been laying on it. The customer's blood glucose was 442 mg/dl, which was treated with manual injetion. It was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump had no esc and act button response, due to corroded keypad traces. No button error alarm during testing. Insulin pump had minor scratches on lcd window, broken belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.